Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to low blood glucose levels. The reported blood glucose reading was 189 mg/dl. Troubleshooting was performed. The customer stated that she was not connected to the infusion set during the manual prime. The customer also stated the reservoir volume was accurate. The insulin pump was not exposed to high magnetic fields. The customer was taken off insulin pump therapy for a few days by her health care professional. Nothing further was reported.